Event description:
It was reported that the high voltage lead impedance increased in the svc to can and rv to svc vectors. The device was programmed to sensing rv only. The physician opted to monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.